Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed all manufacturing specifications and identified no failure. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. It has been updated to may 4, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during surgery for a humerus diaphysis fracture, it was observed that the radiolucent drive and the medullary humeral nail was being used for the procedure and when the surgeon tried to inset the distal locking, the surgeon connected the small battery drive device to the radiolucent drive and an abnormal sound was heard from the device and it stopped working. It was also noted that the device was very hot. It was reported that the device was cooled down with saline solution for a little while and although the surgeon tried drill again after a while, it was found that the body of the device started rotating by itself. Eventually, the surgeon held the body of the device by hand and completed drilling. The surgeon commented that the bone quality of the patient was hard, and the power decreased. It was reported that there was a 20 minute delay to the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.